Manufacturer narrative:
The soft cannula was observed to be torn. During the investigation this resulted in fluid diverting from the fluid path. It is unknown how or when this damage occurred. No timeouts or drive stalls were seen in the download data. No other damages or defects were observed. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 328 mg/dl while wearing the pod between 4 and 24 hours on the arm.